Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm during priming. Customer's blood glucose was 226 mg/dl. During troubleshooting with a 5.0 unit manual prime, customer changed infusion set and insulin did not deliver. Customer then changed reservoir and customer was able to resolve no delivery with reservoir change.